Event description:
It was reported that during follow-up, the right ventricular lead measurements showed high pacing threshold, slightly decreased impedance, and slightly increased sensing. This was also observed in the lead trends just after implant. Additionally, a shadow was observed at the connector. Infection/irritation could not be observed on follow-up. Dislodgement could not be confirmed under x-ray. The patient was programmed to unipolar configuration during the follow-up. The patient will be monitored over the next several weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during follow-up, the right ventricular lead measurements showed high pacing threshold, slightly decreased impedance, and slightly increased sensing. This was also observed in the lead trends just after implant. Additionally, a shadow was observed at the connector. Infection/irritation could not be observed on follow-up. Dislodgement could not be confirmed under x-ray. The patient was programmed to unipolar configuration during the follow-up. The patient will be monitored over the next several weeks. The lead remains in use. It was further reported that the lead perforated the heart and caused a pneumothorax. The lead was replaced in a septal position and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were varying ventricular lead impedances. 4 sensed nonsustained tachycardia (nst) episodes of less than 220ms occurred between (B)(6) 2011.